Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 tecnis itec preloaded 1-piece intraocular lens (iol) had some kind of hard white thing / plastic like material at the tip that''s blocking the lens from moving forward. Reportedly, doctor saw it under the microscope and did not want to continue use of the device in consideration of risk to the patient. The reporter commented not being sure if it was duovisc (viscoelastic) that had hardened. There was no patient contact with the device. No further information was provided.

Manufacturer narrative:
Complaint device was returned to manufacturer. Device available for evaluation - yes, returned on may 02, 2016. Device returned to manufacturer - yes. Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The preloaded insertion system was received in its original folding carton. The plunger component was not observed in advanced position. Cartridge was observed correctly engaged into lower body of the device. The lens was observed stuck at the cartridge loading zone section. The lens haptics were observed at folded position. Evidence of viscoelastic ophthalmic viscosurgical device (ovd) residues were detected inside the cartridge tube and tip. No foreign material on the lens was observed. Also, no foreign material or white particles at the cartridge tip was observed. Only white residues of ovd lubricant were detected on the returned device. Reported complaint cannot be confirmed. A review of the manufacturing records was conducted. The manufacturing production order (po) was evaluated and revealed the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, pushrod-plunger assembly is inspected for defects. Also, the operators ensure the lens is seated properly behind bumps in lens storage area of the lower body. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.